Manufacturer narrative:
Analysis was completed. Analysis found epoxy contamination of the v-ring contact spring. The epoxy on the contact spring prevented full insertion of the lead and the set screw anomaly. A manufacturing anomaly may have occurred that resulted in epoxy contamination of the contact spring.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an implant surgery. Upon implant of the new pacemaker, an implanted lead was unable to connect to the port of the device. Due to the lead not being functional in time, the patient experienced a short cardiac arrest. The device was exchanged and the procedure was completed successfully. The patient was stable.